Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user programming error of magnesium

Event description:
It was reported situations have occurred where the clinician could not associate the pump to the electronic medical records (emr), and then manually programmed the pump incorrectly using the basic infusion library. There was patient involvement however no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported situations have occurred where the clinician could not associate the pump to the electronic medical records (emr), and then manually programmed the pump incorrectly using the basic infusion library. There was patient involvement however no harm.